Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not release from the catheter. Block h2 (additional information): block d4 (model number, lot number and unique identifier (UDI) #) have been updated based on the additional information received from the ga request on september 4, 2024. Block h11: investigation results: the returned mantis clip device was analyzed, and it was found that the device returned with the clip assembly attached and after a functional inspection the clip assembly could open the arms without any resistance through the handle and was able to do a full deployment. No other problems with the device were noted. The reported event of the clip rang but did not release was not confirmed. Investigation found that the device returned with the clip still attached and was able to open and close its arms without any resistance to finish the functional test doing a full deployment without any issues. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2024. It was reported that resistance was felt when trying to close the mantis clip and release it; the clip rang but did not release. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip did not release from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2024. It was reported that resistance was felt when trying to close the mantis clip and release it; the clip rang but did not release. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip did not release from the catheter. Block h2 (additional information): block b5 has been updated based on the additional information received on april 25, 2024.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2024. It was reported that resistance was felt when trying to close the mantis clip and release it; the clip rang but did not release. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 25, 2024: the type of procedure performed was esophagic stent. The anatomy location is esophagus. The procedure was completed with another mantis clip device. The time of event was during procedure. It was noted that there was abnormally high resistance felt before the handle spool reached the end.